Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the ipg was repositioned via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to ipg movement within the pocket. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.